Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, four heartstring seals cracked while loading the seals into the delivery tube. The procedure was completed with a side biter clamp. No additional patient complications.